Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Shearing of the toggle switches was observed and toggle switch grooves did not meet specification. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of sheared toggle switches may occur when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle; resulting in the shaving of the toggle switches which would cause observable shaving conditions and failure of toggle switch component to meet specification when measured. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy (tlh) procedure. The suturing device was difficult to toggle. One needle bent and the second needle fell out of the jaws of the instrument. The needle and suture fell into the patient cavity. The needle was retrieved from the patient's cavity using graspers. No x-ray was required to locate the component. There was no injury. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. The last known status of the patient is ok.